Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a display failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 22feb2019. The unit was not repaired. The customer requested that the unit be replaced. No parts were returned to philips for investigation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.